Event description:
(B)(4). Increased cramping and bleeding with periods, cramping and bleeding with sex. Increased urgency and frequency of urination. Increased utis and vaginal infections. Increased autoimmune activity.